Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Same event/patient as cmplnt-(B)(4).

Event description:
It was reported that there was a connection issue with a transfer set during peritoneal dialysis therapy. This occurred during drain six of six. The transfer set became disconnected from the patient line while the patient was sleeping. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.